Manufacturer narrative:
Calibration was last performed on the day of the event. Based on the calibration and qc data, a general reagent issue could be excluded. The patient samples were received for investigation. The investigation determined that the customer's results could not be reproduced. Low folate values in relation to the respective reference ranges were obtained with both elecsys and abbott methods during investigation. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys folate iii assay results for 2 patient samples on a cobas e 411 immunoassay analyzer compared to an abbott analyzer. On (B)(6) 2024, both samples allegedly had low initial results. The initial results were not provided. On (B)(6) 2024, the samples were repeated. Sample 1 had a repeat result of 3.04 ng/ml. Sample 2 had a repeat result of 3.28 ng/ml. The samples were tested on an abbott analyzer. Sample 1 had a result of 7.5 ng/ml. Sample 2 had a result of 7.7 ng/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided were acceptable. The patient samples were requested for investigation. The investigation is ongoing.